Event description:
Event description boston scientific crm received information that upon review of a pre-discharge chest x-ray the day of the implant procedure, this right ventricular lead was noted to have become dislodged. No adverse patient effects were noted and the patient was not pacemaker dependent.